Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 7 of 8. Reference MFR. Report: 1627487-2017-06628, reference MFR. Report: 1627487-2017-06629, reference MFR. Report: 1627487-2017-06631, reference MFR. Report: 1627487-2017-06632, reference MFR. Report: 1627487-2017-06774, reference MFR. Report: 1627487-2017-06775, reference MFR. Report: 1627487-2017-06777. It was reported the patient's leads and anchors had eroded and were exposed at the neck lead site. Subsequently, surgical intervention was undertaken on (B)(6) 2017 during which the lead was pushed back to its original location. The patient has two anchors with the same lot number. In addition, the patient has an occipital (off-label) system.

Event description:
Device 7 of 8, reference MFR. Report: 1627487-2017-06628. Reference MFR. Report: 1627487-2017-06629. Reference MFR. Report: 1627487-2017-06631. Reference MFR. Report: 1627487-2017-06632. Reference MFR. Report: 1627487-2017-06774. Reference MFR. Report: 1627487-2017-06775. Reference MFR. Report: 1627487-2017-06777. Follow-up identified the patient's erosion site has healed.

Event description:
Device 7 of 8, reference MFR. Report: 1627487-2017-06628. Reference MFR. Report: 1627487-2017-06629. Reference MFR. Report: 1627487-2017-06631. Reference MFR. Report: 1627487-2017-06632. Reference MFR. Report: 1627487-2017-06774. Reference MFR. Report: 1627487-2017-06775. Reference MFR. Report: 1627487-2017-06777. Further investigation identified the patient underwent an additional elective procedure on (B)(6) 2017 during which the physician re-sutured the patient's anchors deeper into the fascia to circumvent future potential issues. There were no allegations of deficiency related to the procedure.